Event description:
This report is #1 of 4 for the same event. In (B)(6) 2012, anticipated, but unreported events were discovered during a routine review of an (B)(4) that was closed to accrual. These anticipated events were verbally discussed with our local irb as part of an overall discussion of the study prior to final closure of the study. At the irb's request, these anticipated, but unreported events were officially submitted to the institutional review board of record on 04/03/2012. These anticipated events were "previously identified in nature, severity, or degree of incidence in the investigational plan or application" [21 cfr 812.3 (s)] and defined in the irb approved (B)(4), the operative consent, the synthes manual, and the synthes' parent guide. However, the institutional review board of record feels that the event meets the criteria of a "serious injury" as defined in 32 cfr 803.3 (3) and is requiring that the event below be reported by the site directly to the FDA, in addition to the report already submitted to the sponsor. On (B)(6) 2009, a surgical intervention occurred to create a skin flap and wound vac placed. On (B)(6) 2009, a hyperbaric oxygen treatment for the skin breakdown was administered. On (B)(6) 2009, a surgical intervention occurred at another facility per mother for the veptr hardware eroding through the flap. The mother reported on (B)(6) 2009, that the veptr was removed at another facility by dr (B)(6) from the children's hospital in (B)(6).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Additional info from the user facility report: vertical expandable prosthetic titanium rib, veptr, model #: 497.057, 497.126, other #: 497.128, 497.125